Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "144 mg/dl" compared to "122 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescans criteria for accuracy. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.